Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 1 failed to open. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer replaced the matrix drawer controller after testing it in the hardware test application and found that all sensors worked but the card wasn¿t sending the signal to the solenoid to open. Inventoried successfully. The system functioned as intended after the field service engineer repaired the device.